Event description:
Nurse noted that plastic piece to end of y-type extension set was disconnected and discovered in patient's bed. Blood had back-flowed from patient's IV through the open connection onto patient's bedding.